Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. The customer cleared the alarm after removing an obstruction from the speaker holes and insulin therapy was resumed.